Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation. A new lv was implanted; however, the physician did not like the lv-right ventricular (rv) lead separation so the new lead was capped. Programming changes were made on the old lv lead to eliminate the diaphragmatic stimulation and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).